Event description:
It was reported that air bubbles were observed within the infusion set tubing. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer consulted with a healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.